Event description:
Patient was implanted on [redacted] with cobalt ICD [implantable cardioverter-defibrillator], vendor registered patient device with wrong dob [date of birth]. This resulted in patient needing an extra office visit to reprogram device with correct dob. This patient was clinically determined to need an internal cardiac defibrillator (ICD), and the device was functioning correctly, but the vendor process of manual entry sent the patient home not being monitored due to their system failure. Information for the ICD: medtronic. Model: ddpa2d4. Serial: [redacted]. Manufacturer response for patient monitoring platform for patient's internal cardiac defibrillator, carelink platform (per site reporter).